Event description:
It was further reported that the vad low flow alarms were present following the patient becoming hypovolemic and dehydrated. It is known that the patient¿s vad was positional and needs to maintain optimized volume status to avoid low flow alarms. The patient also stated they were working in the yard, perspiring quite a bit and not drinking enough water. The patient felt fatigued and complained of generalized weakness. An electrocardiogram was performed which showed sinus rhythm with low voltage qrs. Mean arterial pressure (map) was 64 mmhg and heart rate was. 67 beats/min. The patient was treated with fluid resuscitation and ibuprofen.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation summary. Correction b2: outcome attributed to adverse event was corrected from hospitalization to hospitalization and intervention required. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical actions taken, and contributing factors. Correction g2: report source was updated to include study. Correction h6: patient ime code was corrected from e2403 to e0305, e2312, e1621, and e1201. Imf code was updated. FDA conclusion was updated. Annex g code was added. Revised product event summary: (B)(6) was not returned for evaluation. Log file analysis could not be performed as log files covering the reported event date were not available for analysis. As a result, the low flow event could not be confirmed. Information received from the site indicated that the low flow event was due to a malposition of the inflow cannula. Additionally, the patient became hypovolemic and dehydrated. It is known that the patient¿s vad was positional and needs to maintain optimized volume status to avoid low flow alarms. The patient also stated they were working in the yard, perspiring quite a bit and not drinking enough water. The patient felt fatigued and complained of generalized weakness. An electrocardiogram was performed which showed sinus rhythm with low voltage qrs. The patient was treated with fluid resuscitation and ibuprofen. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, incorrect positioning of the vad, and/or patient related factors. A possible root cause of the reported pump malposition event may be attributed, but not limited, to surgical technique during implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant ant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the mechanical circulatory support product surveillance registry study. This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. Review of the controller log files could not be conducted since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula / outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or incorrect positioning of the vad. A possible root cause of the reported pump malposition event may be attributed, but not limited, to surgical technique during implant. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient was hospitalized for frequent low flow alarms. It was determined that these alarms were due to the malposition of the inflow cannula, the patient had no symptoms. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for frequent low flow alarms. It was determined that these alarms were due to the malposition of the inflow cannula, the patient had no symptoms. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.